Manufacturer narrative:
(B)(4). Device evaluation: one unfilled unit was received by baxter for evaluation. Visual examination of the unit confirmed the blue winged luer cap missing. No other observation was found on the units. The root cause was due to operator error during the manual winged luer cap assembly process. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
Baxter (B)(4) received one (1) ce intermate sv 100 device from a (B)(6) customer without receiving a verbal complaint report from them. According to the baxter manufacturing facility, the device did not contain the blue winged cap. There is no report of patient involvement. No additional information is available. This report will address incident 4 of 6.